Manufacturer narrative:
The device will not be returned for evaluation as it was discarded by the facility; therefore, the event cause could not be determined. Inquiries have been made for additional information regarding the reported event. If additional information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation of a cerebral aneurysm embolization procedure, the balloon occlusion system was reported to have ruptured. The device was reported to have been prepared as indicated in the instructions for use (IFU). No patient injury occurred. The device was replaced. The device was discarded by the facility